Event description:
The rptr alleged that the device would not capture a pt during external pacing if the milliamp setting was less than 65 ma. Reportedly, a second device was successful at capturing the same pt at less than 65 ma.